Event description:
The following info was reported to kci by the kci rep: the patient stated that a skin graft failed allegedly due to defective canisters. On (B)(6), 2013, kci received the patient's medical records which stated: on (B)(6), 2013, the patient underwent an excisional debridement, a split-thickness skin graft placement, and v.a.c. Therapy was applied. On (B)(6), 2013, the physician noted that the "sloughed off skin graft was cleaned today with a curet." The patient continued to receive v.a.c. Therapy.

Manufacturer narrative:
On (B)(6), 2013, the physician noted, "the patient's negative wound pressure therapy device did not properly function. For that reason, her split-thickness skin graft was lost. " device labeling, available in print and online, states: never leave a v.a.c. Dressing in place without active v.a.c. Therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c. Dressing from an unopened sterile package and restart v.a.c. Therapy; or apply an alternative dressing at the direction of the treating clinician. Continuous therapy is also generally recommended for patients at increased risk of bleeding, highly exudating wounds, fresh flaps and grafts, and wound with acute enteric fistulae. Continuous therapy for duration of 7 days with no dressing changes is also generally recommended for use of v.a.c. Therapy with a new graft placement.